Event description:
A corporate inventory manager reported to fresenius that a combi set blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with a registered nurse (rn) / assistant clinic manager from the facility. Two hours and seven minutes into a patient's hd treatment, it was noted that blood was leaking from the combi set tubing within the blood pump. There were no alarms from the machine, a fresenius 2008t machine. There were no known issues leading up to the event, including any leaks during the prime. There was no indication that the lines were damaged when they were removed from the machine. It was reported that the patient's blood was completely returned once the leak was identified. Estimated blood loss (ebl) from the leak itself was less than 50 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The combi set bloodline was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A corporate inventory manager reported to fresenius that a combi set blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with a registered nurse (rn) / assistant clinic manager from the facility. Two hours and seven minutes into a patient's hd treatment, it was noted that blood was leaking from the combi set tubing within the blood pump. There were no alarms from the machine, a fresenius 2008t machine. There were no known issues leading up to the event, including any leaks during the prime. There was no indication that the lines were damaged when they were removed from the machine. It was reported that the patient's blood was completely returned once the leak was identified. Estimated blood loss (ebl) from the leak itself was less than 50 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The combi set bloodline was not available to be returned for evaluation as it was reportedly discarded.